Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating. The user mentioned that they had checked hit and the network port was working but the station was still not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating and remote support service was offline. A field service engineer logged into support mode and found the station was unable to connect to the external network. Determined that the issue was site related and opened a ticket with the facility information technology (it) department. Identified an internet protocol (ip) address configuration problem and continued working with information technology team to obtain the correct address. After coordinating with the technician, a new internet protocol (ip) address was assigned to the station, which restored its connection to the server. Verified that the station synchronized properly, confirming there were no issues with the station itself only with the site network. The system functioned as intended after the field service engineer and information technology team repaired the device.